Event description:
One patient with discrepant ck results. Initial result gave 1 u/l; repeat gave 68 u/l. Erroneous result was not reported. Although the exact root cause could not be identified, the field service rep replaced probes and syringes. Performance tests were performed which were within specifications.